Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.

Event description:
The customer reported, that he was unable to adjust the pacing output or rate on the defibrillator.